Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care profession reported that, during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon was unable to get the iol out. There was patient contact involved, however no patient harm was associated with the event. The surgery was completed with the back-up product with no patient harm.